Manufacturer narrative:
The referenced percutaneous lead (driveline) repair of (B)(6) 2016 was reported under medwatch MFR report# 2916596-2016-00288. The referenced percutaneous lead (driveline) repair of (B)(6) 2018 was reported under medwatch MFR report# 2916596-2018-03085. Approximate age of device - 5 years, 4 months. Manufacturer's investigation conclusion: the reported event of pump stoppages was confirmed through the analysis of the submitted system controller log files. The submitted log files retrieved from the patient¿s first and second system controllers appeared to show that the system was struggling, but was unable to ramp up to the set speed. Numerous pump stoppage events were captured while the system controller was connected to the power module and the submitted log files were filled with low speed hazard and low flow hazard alarms. Elevations in pump power were captured each time the pump attempted to restart and the estimated flow value remained at 0 lpm for the majority of the log file duration. Based on our previous complaint experience, these pump stoppage events appear consistent with a potential percutaneous lead (driveline) issue; however, the root cause could not conclusively be determined through this evaluation. The submitted x-ray image of the internal and external portions of the driveline appeared inconclusive for any potential areas of driveline wire compromise. Two system controllers were returned for evaluation. During the analysis, both system controllers revealed damaged drive circuit components. The system controllers were able to operate the test pump only in backup mode. The damaged drive circuit components appeared consistent with a compromised driveline, however the pump/driveline was not returned for investigation. The patient remains ongoing on lvad support and no further issues have been reported. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that while the patient was at home, the lvad system was alarming. The patient went to the center immediately, however, by the time the patient reached the hospital, the pump had stopped. The patient was admitted and the system controller was exchanged and the lvad re-started. Later the same day, the patient gaged and the system controller began alarming and eventually the pump stopped again. Another system controller exchange took place and the pump re-started again. The patient has a history of a percutaneous lead (driveline) replacement due to a short-to-shield issue in (B)(6) 2018 and (B)(6) 2018. The patient is not a candidate for a pump exchange.